Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump failed "psi test (40+)". There was no patient involvement in this event and no adverse effects were reported.

Manufacturer narrative:
One cadd legacy plus pump was received in good condition with no damage observed. There were 10 high pressure alarms recorded in the event log. The reported (high pressure alarm) was unable to be duplicated although the event log verified that the event occurred. Sensor testing found the downstream occlusion sensor (dso) value within manufacturing specification. The dso will be replaced as a preventative maintenance due to the measured value being high, but within range.